Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. A review of the electrograms for the shock episodes found significant rail-to-rail noise alternating with small amplitude signals. The shocks occurred while the sensing vector was set to the primary sensing vector. Technical services advised some testing options. The clinic has now reprogrammed the sensing vector to the secondary vector. There were no additional adverse patient effects. The system remains implanted.